Event description:
It was reported to nova biomedical, administered insulin based on the blood glucose readings she received on her blood glucose meter, yet experienced symptoms of hypoglycemia. She corrected her blood glucose by adding to her diet. During the call to customer service, it was revealed that the consumer does not control solution test, her test strips vials and was unaware of the reason for its use. This practice is against the directions for use for the device and also prevents establishing the integrity of a new vial of test strips before use. The consumer was educated at the time of the original call. The test strips used during the event will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.